Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. Date of event is an approximation. The patient reported via qualtrics survey that she experienced intermittent signal loss. The patient couldn´t remember if she had signal loss before she got in the car but does remember the signal coming in and out during this 10-hour drive when the event occurred. The patient did not take her bg (blood glucose) meter reading before she got in her car. She stopped and ate during her trip where she also administered insulin. She thinks she overdosed on insulin, or the insulin caught up before the food, because a little bit later, her vision became blurry while driving so she veered off on the shoulder of an interstate. An on looker called emergency services after which an ambulance arrived, the paramedics took a bg reading which was 41 mg/dl and treated the patient with glucose gel and 4 glucose tabs. She continued her trip after her blood glucose stabilized. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.